Manufacturer narrative:
Conclusion: part on order. Will be replaced when part arrives.

Event description:
It was reported via repair work order that the fowler had an inaccurate angle due to the mobile lever being worn. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.